Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was driving when they felt cold and dizzy. When they checked their insulin pump, it was displaying 64 mg/dl. The patient contacted 911 for help and when paramedics arrived, they checked the patient's bg but the patient could not recall the value. When they arrived at the hospital, the patient's bg was 416 mg/dl and the cgm was 64 mg/dl prior to treatment. The patient was treated with insulin. At the time of the report, the patient was doing fine but was still at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.